Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A sprinter legend balloon catheter was used in a lesion in the lad which was moderately calcified, mildly tortuous with 85% stenosis. No damage was noted to the device packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues. The lesion was not pre-dilated. Negative prep was performed prior to use with no issues. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device and excessive force was not used. It is reported that after a stent was implanted in the lad, and a kissing balloon technique (kbt) was performed. The sprinter legend balloon catheter failed to inflate upon the first inflation and was then removed. Negative prep was performed, and the balloon was inflated outside the patient body after failing to inflate in vivo. After the issue was noted, another attempt was made to inflate the balloon in vivo but the balloon failed to be inflated. As the balloon failed to be inflated, the inflation pressure was immediately stopped and the balloon was removed. During balloon inflation outside the patient's body water leaked from two sites. As no resistance was encountered when inserting the balloon, a rupture was suspected. No patient injury is reported. The procedure was completed using a 2.0x12mm sprinter legend.

Manufacturer narrative:
Product analysis summary: the balloon failed negative prep. On pressurisation of the device, two leak sites were observed on the balloon material. The balloon failed to maintain pressure. Upon visual inspection of the device, there was two pin hole leak sites; one site was at the distal marker band and another immediately distal to the proximal marker band. The balloon material was jagged and uneven at the leak sites. Lead in scratches were evident proximal and distal to the leak site at the distal marker band. Deformation was evident to the distal tip, with tip appearing torn. If information is provided in the future, a supplemental report will be issued.